Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient did not feel stimulation and the therapy was on. There were no falls/trauma that could be related to the issue. The patient had been having a return of symptoms for a little bit, for maybe a week or so, so they wanted to increase stimulation. The stimulation was on at 2.2 volts and wanted to move it up. They raised it to 2.3 volts and felt stimulation. She had the stimulator repositioned because of their weight. They put it down farther. About a week prior to (B)(6) 2015 she went on vacation and laid on it a lot when they were out in the sun. The battery had been kind of hurting lately but it could be because they lost weight. But, the patient was gaining it back so they had padding over the stimulator. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was currently in the hospital on a receipting food program. They stuffed the patient full of food all the time and they had edema really bad and had swelling. The patient had tube feeding and they gained a lot of weight in a short period of time, about 25 to 30 lbs. In 7 weeks. The patient wasn¿t sure if it was related to their device or therapy as they didn¿t know a lot about the device. The patient thought maybe they needed to increase stimulation and had been set at 1.4v. The patient needed to be walked through changing the setting again because they were messing around with the programmer, weren¿t feeling stimulation, and had a return of symptoms. The patient was able to use the programmer and verified stimulation was currently on with the lightning bolt in the upper left hand corner. The patient was currently on program 4 at 1.5v and if they felt stimulation at all, it was very light. The patient was able to increase stimulation to 1.9v and stimulation was uncomfortable. The patient decreased stimulation to 1.8v and it was comfortable. The patient would continue to track their symptoms and their next appointment with their health care provider (hcp) would be on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated that MFR. Report #3007566237-2015-01779 was about this patient and event. Any additional information regarding the event will be submitted as part of this report. The patient had a pocket revision on 2015-06-04 and the revision was completed without issue.

Event description:
Additional information received reported that reprogramming occurred. The cause of the event was determined to be device related. The patient was scheduled for a pocket revision. The device was fine, but the patient's weight gain made the generator uncomfortable.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0me0g, implanted: (B)(6) 2014, product type: lead. (B)(4).